Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were segments and lines "missing" on the lower part of the display of the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Event description:
It was reported that there were segments and lines "missing" on the lower part of the display of the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was missing pixels, therefore it was replaced. Analysis also found the lower case and both bail covers were broken, therefore they were replaced and that it needed a battery drawer o-ring. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.